Manufacturer narrative:
The bnp-1 issue was previously filed under MDR# 2954323-2018-09803. The product has been requested back for an investigation and a follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his product, he was unable to test his glucose level and experienced a medical event. Customer initially called on (B)(6) 2018 and reported that his adc meter did not light with the strip or with the button pressed and a replacement reader was ordered at that time. Customer called back on (B)(6) 2019 and reported a delivery issue as he has not received the replacement meter. Note: two delivery attempts were made on (B)(6) 2019 and (B)(6) 2019 with no success. Customer further reported experiencing symptoms described as ¿confusion and cold sweat¿ and had contact with a healthcare provider (hcp) on (B)(6) 2019. Hcp intravenously administered serum glucose 5% 250 ml/l and an unspecified dose/type of insulin for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. Brand name was incorrectly documented in the initial MDR report.

Event description:
A customer called to report a delivery issue and noted that due to not receiving his product, he was unable to test his glucose level and experienced a medical event. Customer initially called on (B)(6) 2018 and reported that his adc meter did not light with the strip or with the button pressed and a replacement reader was ordered at that time. Customer called back on (B)(6) 2019 and reported a delivery issue as he has not received the replacement meter. Note: two delivery attempts were made on (B)(6) 2019 and (B)(6) 2019 with no success. Customer further reported experiencing symptoms described as ¿confusion and cold sweat¿ and had contact with a healthcare provider (hcp) on (B)(6) 2019. Hcp intravenously administered serum glucose 5% 250 mll and an unspecified dose/type of insulin for treatment. There was no report of death or permanent injury associated with this event.